Event description:
Prior acdf c3-4, c6-7. Uniplate used at both levels. C4 screw on the c3-4 construct backed out approx 4mm. Surgeon removed hardware. Unlocked the cam at c3 but did not have to unlock cam at c4 to remove screw. *cam is still in original locked position on hardware that is being returned*

Manufacturer narrative:
An initial report was submitted based on limited information. However, during the investigation it was noted that one screw was reported to have backed out and not two as previously reported. See [mw 1526439 - 2015 -10173]. Therefore, this event is considered non-reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.